Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports one of two percutaneous leads was partially explanted because the patient was not getting coverage with that lead for an unknown period of time. A portion of the lead was removed. Physician was made aware that due to abandoned portion of the lead it would impact the patient's MRI eligibility. Physician, implanted a new lead. Checked stimulator impedances were good, connections good. Rep reported the cause was unknown, and confirms no lead damage or migration was noted. Rep speculated that it may have been more of an initial lead placement issue or surgical issue as opposed to an issue with the performance of the device as the patient was only getting unilateral coverage. Issue was resolved with replacement. Rep reports the physician that replaced the lead did not do the initial implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.